Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose event, confirmed by fingerstick measurement. Reported blood glucose was 57 mg/dl. The user¿s spouse administered carbohydrates, and no further assistance was required. The user stated that the low occurred after the pump corrected an earlier high glucose reading. The earlier high was attributed to a meal that had not been meal announced.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.